Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an ICD replacement procedure, connection issues relative to the ICD lead (biotronik kentrox sl65 (B)(4)) were incurred in the svc df-1 channel. Reportedly, the physician could not fully insert the lead connector into the port. The physician indicated that after loosening the associated set-screw with 3-4 turns, it was possible to fully insert the lead. The subject device was implanted.